Event description:
It was reported that syringe 3ml ll w/ndl 22x1-1/2 rb was damaged. The following information was provided by the initial reporter: material no: 309574 batch no: 0364901. It was reported the cover and the nipple in the luer-lock are warped. Needle also bent.

Manufacturer narrative:
H6: investigation summary: two photos and six loose 3ml syringes (p/n 309574) with needles were received. The samples were visually evaluated. All samples had visible crooked shields and bent luer tips. The crookedness in the shields corresponded with the direction of the bent luer tips. One sample also had three small knicks on its shield in line with the epoxy at the base of the needle. Additionally, one needle's hub was also visibly bent. As part of this investigation a process engineer was interviewed and the current process was evaluated to verify that the observed defect was not present. Potential root cause for the bent shield defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0364901 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl 22x1-1/2 rb was damaged. The following information was provided by the initial reporter: material no: 309574, batch no: 0364901. It was reported the cover and the nipple in the luer-lock are warped. Needle also bent.